Event description:
During therapy troubleshooting, the hp mentioned that she has gotten air into her one time and she was in pain for a while. Product surveillance contacted the patient on (B)(6) 2011 regarding the report of air. According to the patient she has resumed therapy with no further issues. The patient does not recall this event as her son handles her therapy. The patient's son stated that the report of air/ pain occurred back when they first started therapy a year ago and were not as familiar with therapy. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.